Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation and passed external visual inspection. The transmitter voltage was tested and the device failed. Data was not available for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a failed transmitter error could not be determined. A root cause could not be determined.